Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. The lens was cut into three portions, through the optic. The haptics are undamaged. The optic has scratches. All product and batch history records are quality reviewed prior to product release. Associated products were not provided. It is unknown if qualified products were used. The lens optic has scratches. The lens was returned cut into three portions, typical in appearance to insertion and removal from the eye. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, fine scratches were found on the lens optic. The iol was exchanged during the initial procedure with no patient harm. Additional information has been requested.